Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-01363. It was reported that the patient presented at the hospital with an infection. It was noted that the patient was in the shower and noticed that the insertion site was bleeding. The patient covered the site with gauze to attend an event. The site was positive for (B)(6). The device and lead were removed. The patient was in stable condition.